Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned tunneling adapter confirmed the report that a leaflet from the tunneling adapter broke off. The tunneling adapter was returned with one of the leaflets broken off. The broken piece was not returned. Analysis of the fracture face under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. It was reported that while tunneling the driveline during the implant procedure, one of the black leaflets broke off of the tunneling bullet in the right upper quadrant. There were no adverse consequences to the patient. It was noted that the tunneling bullet would be returned and that the broken off leaflet would not be returning because the operating room (or) staff threw it away. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 0 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. The patient remains ongoing with the lvad. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during implantation, while tunneling the driveline, one of the black leaflets broke off of the tunneling bullet. The black leaflet that was broken off was retrieved from the tunneling location in right upper quadrant and did not remain in the patient's anatomy. There were no adverse consequences to the patient. The tunneling bullet will be returned for evaluation; however, the broken off leaflet will not be returned because the operating room staff threw away that piece. No further information is available.